Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2021. During the procedure, the laser console alerted error 1301 and 1303 - laser power too low upon pressing the footswitch. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2021. During the procedure, the laser console alerted error 1301 and 1303 - laser power too low upon pressing the footswitch. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2021. During the procedure, the laser console alerted system error 1301 and 1303: "laser power too low" upon pressing the footswitch. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code. A27 captures the reportable issue of aborted/cancelled procedure. Block h10: investigation results: the beam source of auriga xl 4007 console was returned for analysis. A visual evaluation noted that the flash lamp had a slight clouding on one side. Burnt marks were found on the surface of the mirror/lens. No other problems with the beam source were noted. The reported event of the auriga xl 4007 laser console had output below specifications complaint was confirmed. There was a burnt mark on the surface of the mirror/lens. Dust on the lens's surface will burn and damage the surface when the laser is fired. The burnt marks on the mirror/lens interfered with the transmission of laser energy. Based on all available information, the most probable root cause was determined to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.